Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported aviva system blood glucose results of 455 mg/dl and 63 mg/dl within 10 minutes. On (B)(6) 2014 at 6:15 am customer tested his blood glucose and got a result of 455, customer retested 1 minute later and got a result of 63. Customer states he felt dizzy which is a symptom of low blood glucose. Customer ate 1 bologna sandwich and drank 1 glass of orange juice. Customer states he called a taxi and the taxi transported him to the emergency room. Customer does not remember the time he arrived to the emergency room. Customer's blood glucose was tested on the hospital's meter and health care professionals obtained a result of 70. Customer was given glucose tablets and ate a few scrambled eggs and felt better. Customer doesn't remember the number of glucose tablets he received. Customer was admitted to the hospital and was released on (B)(6) 2014. Strips are not available for return, replacement sent.